Event description:
It was reported that during a roux-en-y procedure, the active blade on device broke off. The sales rep. Stated that the problem occurred towards the end of the case while the device was being wiped off. The surgeon was able to complete the case without opening another device. There was no adverse consequence to the patient

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.